Event description:
The customer reported the system appeared to remain beeping while using the hand and foot switches. No report of patient or staff injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The engineer could not get the system to duplicate the reported problem in fluoro and hlf. However, the footswitch was replaced. The system was then found to be working as intended.